Event description:
During the procedure, the surgeon was using a fixture mount to place an implant. When the surgeon attempted to remove the fixture mount from the implant, the surgeon discovered that the fixture mount was stuck onto the implant. The surgeon then removed the implant with the fixture mount stuck onto it from the site. During the same procedure, the surgeon was able to place a different implant using a different fixture mount into the site. Pt injury was not reported by the surgeon.